Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Medtronic representative reported that customer is not using the insulin pump anymore due to several hospitalizations. Customer advised that the insulin would not deliver properly which would result in high blood glucose levels. Customer's blood glucose level was around 900 mg/dl. Customer was called back several times and voicemails were left to get the customer to speak to the 24 hour helpline. All attempts to reach customer were unsuccessful.